Event description:
It was reported that a copilot was leaking during the procedure. A slow drip from the copilot was noted and a video was taken. The procedure was completed using the same copilot. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A video of the device performance was received. It was noted that there were two guide wires and a catheter inserted into the copilot. It is possible that the angle of insertion of the devices and the multitude of devices inserted into the device may have contributed to the noted leaking; however, this could not be confirmed. Based on the information reviewed, there is no indication of a product deficiency.